Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. It was determined that they will run a full calibration on the device ensuring parameters were entered correctly. They would call back if they had issues passing calibration. Per wo-(B)(4) update, device is still failing for an error 3 (flow criteria error during pre-warm). Provided quote for 2000-hour pm. Per follow up information, biomed stated they replaced parts onsite and returned the device to service. They could not provide the exact components since they did not have access to the detailed work ticket file. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration check. It was determined that they will run a full calibration on the device ensuring parameters were entered correctly. They would call back if they had issues passing calibration. Per follow up information received via phone on 11feb2025, spoke with biomed, who stated they replaced parts onsite and returned the device to service. They could not provide the exact components since they did not have access to the detailed work ticket file. They will provide fa information to the manager and will request a call back.